Manufacturer narrative:
Analysis found that the complaint was confirmed. The patient interface board was replaced due to channel 1 failure. The worn wave washer was replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was broken. There was no patient impact.